Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
Additional data: device evaluation: dimensional inspection found lens was within specification. Correctional data: (B)(4).

Manufacturer narrative:
Correctional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent and deformed. Dimensional inspection found lens was within specification. (B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -18.0 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient's post-op best-corrected visual acuity was 20/20.